Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection that originated in the device pocket. Cultures were taken. It was also reported that the patient experienced a drop in blood pressure and required resuscitation, pocket revision and intervention from anesthesia due to the explant procedure of the implantable pulse generator (ipg) system. A leadless ipg was implanted as replacement. No further patient complications have been reported as a result of this event.